Manufacturer narrative:
(B)(6). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted due to stress urinary incontinence, cystocele, and urethral hypermobility. The patient had surgery for vaginal laceration/anemia post-op on 04/02/2010 following a large bowel movement.

Manufacturer narrative:
It was reported that the patient underwent a repair of a vaginal laceration following a prolapse repair on (B)(6) 2010. On (B)(6) 2012 the patient underwent a mesh revision. On (B)(6) 2013 the patient underwent an additional mesh revision. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2013-02203. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-02203. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal spotting and vaginal discharge.

Manufacturer narrative:
Additional patient codes: (B)(4)- bleeding, (B)(4)- burning, (B)(4)- itching additional information: additional narrative: it was reported that following insertion the patient experienced bleeding, burning and itching.

Manufacturer narrative:
Additional patient codes:(B)(4) - infection, (B)(4) - incontinence, (B)(4) - recurrence additional information: additional narrative: it was reported that following insertion the patient experienced infection, recurrence and incontinence.